Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the power supply connectors. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the network plug has been burned out since march. No patient injury was reported.